Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was on xarelto and plavix for a post procedure medication regiment. Six months post procedure it was noted on cardiac computed tomography (CT) that there was a device related thrombus. The patient had been off their medication regiment and at the time the thrombus was noted they were put on xarelto and aspirin. It was further reported that the patient had another CT procedure 9 months post procedure. The imaging showed that the device related thrombus was still present. The patient is doing fine and will have another follow up procedure in 90 days.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was on xarelto and plavix for a post procedure medication regiment. Six months post procedure it was noted on cardiac computed tomography (CT) that there was a device related thrombus. The patient had been off their medication regiment and at the time the thrombus was noted they were put on xarelto and aspirin.